Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was dripping out in large spurts from the infusion set tubing during the load fill tubing sequence. There was no reported adverse impact to the customer's blood glucose level. No additional information regarding this event was provided, as call was disconnected. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.